Manufacturer narrative:
Initial and final MDR 1899259 - MDR 3003442380-2024-10944 - device 9 of 18

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) on (B)(6)2024, it was reported that the eighteen infusion set tubing was leaking at site and infusion is long for usually occurs after wearing ifs 2 days. The blood glucose level was high and the reading is 160-200 mg/dl. No further information available.